Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. Loss of capture and pacing inhibition were also reported. A revision procedure took place and the lv lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Blood/body fluid was noted in the lead lumen and a guidewire was not able to be inserted due to this issue. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.